Event description:
It was reported that they are faint line artifacts in the images, causing the patient to be re-exposed. It was determined that the grid assembly needed to be replaced. Once this was replaced, the unit is working as intended.